Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the detachment of the t-luer adapter from the handgrip leading to the impossibility to deploy the stent by using either the trigger or the slide method. The stent was found to be loaded in the system. During the performed function test, the stent could be released without issue by using the conventional method. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The detachment of the t-luer adapter may be caused by rough handling of the device during shipping or by improper storage. The t-luer adapter also may become detached during preparation (e.g., flushing of the system). On the basis of the information available and the evaluation of the sample, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit."

Event description:
It was reported that during placement of the biliary stent for treatment of a pre-dilated biliary obstruction, the stent neither could be deployed by using the trigger method nor with the slide method. The entire system was removed and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to bard. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # k063532.

Event description:
It was reported that during placement of the biliary stent for treatment of a pre-dilated biliary obstruction, the stent neither could be deployed by using the trigger method nor with the slide method. The entire system was removed and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.